Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01273; 508-32-204, s801 - device cracked/broke, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. The previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified.

Event description:
Revision surgery - patient appears to have. Broken the 6.5 mm central screw and a 5.0 screw with an undetermined length.